Manufacturer narrative:
The pump powered up properly after battery installation. The pump was monitored, and no unexpected alarm or empty battery alarm was noted during testing. The pump passed the self test and displacement test. The pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their pump. It was reported that the device does not recognized the batteries. It was reported that the device alarms for pic communication error. It was reported that it is not possible to enter the pumps menu. It was reported that the device would be replaced and returned for analysis.